Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.1. Date: (B)(6) 2010, inratio: 1.8. Date: (B)(6) 2010, inratio: 1.3. Date: (B)(6) 2010, inratio: 1.2. Date: (B)(6) 2010, inratio: 1.5. Date: (B)(6) 2010, inratio: 1.5. Date: (B)(6) 2010, inratio: 1.4. Date: (B)(6) 2010, lab: 6.0. Dr had been adjusting dosage of coumadin for several weeks to raise inr without success. Pt went to hosp that weekend ((B)(6) 2010) and had inr around 6.0 in hosp. Given vitamin k and blood transfusion.

Manufacturer narrative:
Two inratio meters were reported. Inratio meter: part #100137, (B)(4), 510(k) 0219253. Inratio2 meter: part #200457, (B)(4), 510(k) 072727. Investigation pending.